Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient stated that they charged their stimulator wednesday night and they woke up the next day the stimulator battery was all the way down. Patient stated that they recharged their ins but when they try to turn on the stimulator they get a message not found. Agent walked the caller to connect to patient therapy app. Patient confirmed bluetooth and sound turned on. Patient keep getting not found message. Agent had the patient reset the communicator and attempt to connect again but still showing no device found. Patient connected to the recharger and was routed to recovery mode and after putting the recharger on the belt, patient was able to charge the ins with good connection at 100%. Patient attempted to connect to patient therapy app again and was routed to screen to scan the code. Patient entered the communicator serial number and was able to connect successfully and saw their therapy screen. Agent reviewed best practices. No symptoms were reported.